Manufacturer narrative:
Updated (dob).

Manufacturer narrative:
(B)(4). Medical product: comprehensive shoulder system primary shoulder stem, catalog#: 113653, lot#: 046730. Comprehensive reverse shoulder humeral tray with locking ring, catalog#: 115375, lot#: 960730. Comprehensive reverse shoulder humeral bearing, catalog#: xl-115367, lot#: 625780. Comprehensive instrumentation humeral tray taper extraction pliers - replacement tips, catalog#: 110028522, lot#: 494350. No device or photos were received for evaluation; therefore the condition of the device is unknown. Device history records (DHR) was reviewed which showed no deviations or anomalies relevant to the reported event. Review of the complaint history determined that no further action(s) is/are required as no trends were identified. A definite root cause cannot be determined with the information provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-04658-2, 04348, and 04345.

Event description:
Patient underwent a shoulder revision procedure, and four months post-implantation has had blood and fluid drained at the incision site three separate times. Patient underwent a further procedure approximately seven months post-implantation due to hemarthrosis.